Event description:
Rep reported that due to pt's tortuous anatomy, the delivery system could not reach the lesion. The entire system was removed from the pt and the procedure was cancelled. The rep and dr took the system to a back table so that he rep could demonstrate how the system would have deployed, and the catheter broke off beyond the hub during unsheathing.